Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the cartridge fall into the patient? If yes, was it retrieved? No. Did the device deliver staples? If yes, were any issues noted with staples such as malformed staples or incomplete staple line? Asku. Did the device cut? If yes, were any issues noted with the cut line such as jagged cut, irregular cut, etc? Asku. Was there any patient consequence? No.